Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v713637, implanted: (B)(6) 2011, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was stated the patient was shocked at the time of report and they had been shocked about a dozen times in the past year prior to report. The patient synchronized with their implantable neurostimulator (ins) and they were on program 2 at 2.5 volts but the ins was off and the patient did not see the lightning bolt and the programmer battery life was full. The patient noted the programmer was beeping and the lightning bolt was still gone and they noticed there was no lightning bolt the night prior to report. The patient tried synching again and when they did this they were shocked. It was noted they were shocked where their stitches were and they were shocked before on the back of their leg and it was not constant. The patient stated they were having pain on their right side, on the inside, close to their butt and they mentioned their implantable neurostimulator (ins) was implanted on the right side. The patient later stated they were on 2.4 volts and there was a lightning bolt. It was reported the stimulation was pretty strong and the patient was going to decrease it because they used to have it at 2.0 volts all the time. The patient decreased their stimulation to 2.1 volts. It was noted the patient had fallen in the past month prior to report and had not had their device checked. The patient later stated they were shocked close to the urethra, not really the back of the leg. It was later reported the patient had pain on their right side by their implant. It was stated the patient thought their implantable neurostimulator (ins) had been moving inside them. It was noted this started when the patient felt pain and they first felt pain the year prior to report and initially it happened once every couple months. It was reported the patient told their healthcare provider about their pain and they were told that the pain was not coming from their device because it was not in the area the patient was talking about. It was stated the patient had fallen several times and they were feeling the pain about once every other day at the time of report. The patient stated it was a sharp pain that made the patient say ¿ow¿ loudly. Reportedly, the patient said they could ¿feel a bone.¿ it was noted the patient had an x-ray "recently" in 2014 and "the man asked that the 1/4 inch that looks like a cord." The patient said it could be the ins that showed up in the x-ray. Additional information stated there was no known cause of the event. It was reported the patient was reprogrammed in the office by staff and no intervention was needed. It was noted the patient left the office with appropriate sensation.